Event description:
Stem revision on (B)(6) 2023 due to infection. No trauma involved.

Manufacturer narrative:
The explanted device was not returned to the manufacturer for further investigation. As part of this investigation, a review of relevant device manufacturing records will be performed. The outcome of this review is pending completion of investigation. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.